Event description:
The customer reported that while there was a visual alarm, they did not hear the audible alarm sound.

Manufacturer narrative:
The customer reported that they did not get an audible ***desat alarm at the station, but did recognize a visible blinking alarm. The field service engineer went on site to troubleshoot the cause of the issue and performed test of the monitor/mms station. Both the monitor and station did alarm as expected during these tests, alarming including ECG/spo2. He instructed the customer again for alarm behavior for the m3046a especially regarding the alarm reminder/repetition functionality. He could not determine why the station had been physically disconnected from the bedside monitor by the hospital. The pt received oxygen and their o2 saturation levels returned to an acceptable range. A review of the strip provided does indicate that there was no valid date being transmitted to the station in 2008, beginning at 10:32:36 until 10:32:56, which is the time in question. All of the other data had been deleted so it is unclear for how long a period there was no valid data from the pt. The device was evaluated by the field service engineer and the biomedical engineer on site and the available information is consistent with a nurse seeing a reminder alarm at the bedside monitor after the staff silenced the ***desat alarm. The monitors were configured for alarm reminders so that there are only 3-4 beeps after 3 mins if the alarm condition continues. The fse made the nurses again aware of this intended device behavior. The information in the report indicates that the station did not alarm because of a user action causing the disconnection of the monitor from the station. The available information also indicates that the alarm was silenced by the nurse and the alarm reminders were not configured to re-alarm audibly.